Event description:
The facility reported to baxter (B)(4), a colleague infusion pump with an inoperative "select" button on the channel a pump head module keypad. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with inoperative "select" button on the channel a pump head module keypad was confirmed during product evaluation by a baxter service technician. This condition was caused by fluid ingress residue and damage to phm keypad flex cable. The pump head module keypad was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.